Manufacturer narrative:
The company initiated outreach to obtain additional information. Follow-up requests were made for the product code, product lot number, date of surgery, patient age, and details regarding any additional surgical procedures or medical interventions. Additional outreach efforts included telephone calls placed on (B)(6) 2026, at 13:03, and on (B)(6) 2026, at 11:25 and 16:55, as well as emails sent on (B)(6) 2026. To date, no additional information has been received. No adverse health effects or patient outcome have been reported to the company. It cannot be determined at this time whether the reported wound complication resulted in a serious injury.

Event description:
On april 14, 2026, the senior international sales manager notified the complaint coordinator regarding a post-operative wound complication. The report originated from the local agent in (B)(6) and involved a patient who underwent a posterior lateral fusion procedure at (B)(6) hospital using I-factor putty. It was reported that the surgical wound did not fully close and that a white substance was visible at the wound site, which the surgical team indicated may be I-factor putty.